Manufacturer narrative:
Pump analysis found no significant anomalies. Catheter analysis found sc connector with nonsignificant indent in seal which did not affect infusion.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient had a fever, weakness, infection and redness in the abdomen area near the pump; it looked like possible cellulitis. A CT scan was scheduled for (B)(6) 2013 to see if anything could be identified in the abdomen. Results were unknown but the device system was explanted. The patient had not had any recent refills or surgical procedures for the pump. The patient was currently in the hospital and being treated for the symptoms. The pump was not alarming and the patient had not had a return of spasticity. There was reported to be no patient injury and the patient recovered without sequela. The device system was delivering baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.